Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the moderately tortuous and severely calcified right external iliac artery (eia). A 6.0-40, 80 wanda pta balloon catheter was selected for pre dilation. The balloon was inflated once to unknown atms. On the second inflation a balloon rupture occurred at 12atms. The balloon catheter did not rewrap well but was able to be removed intact with no resistance noted. After pre dilation residual stenosis was approximately 90%. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).